Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). This is a bilateral patient. Left hip case is reported under (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 50 mm/42 mm, code h on (B)(6) 2010 on the right side. Currently the patient is being monitored due to unknown reasons.

Manufacturer narrative:
Investigation results were made available. The device analysis couldn't be performed as the devices were not returned for investigation. Trend analysis: n/a as no meaningful trend analysis (trend for similar error patterns) can be performed as no event description is available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had a bilateral total hip arthroplasty with mmc cup and is pursuing a product liability claim. The patient received the implant on (B)(6) 2010. No other information was provided at this time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. No clear event reported no clear event was reported. No medical data were received. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. However, all possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).